Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-05066. It was reported that the patient was not receiving effective coverage from the leads. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-05066.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-05066. It was reported that the patient underwent surgical intervention on (B)(6) 2019, wherein the patient¿s leads were revised. The leads remained the same and therapy has been restored post-op.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-05066.